Event description:
When you attach a syringe to the valve, you can't flush. On the first few, when unscrewed, reseated, and screwed tightly the syringe, it worked the second time. Many others, that technique still didn't succeed with flushing. Chose a connector from a different lot and flushed without incidence.